Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint is being reported under 0001822565-2017-06724.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Discarded by the hospital.

Event description:
Primary surgery at (B)(6) hospital by dr (B)(6), date of surgery unknown. Implant used at primary surgery tmars cup cage revision acetabular and zmr revision stem. Brand used: zimmer biomet. Revision surgery at (B)(6) hospital by dr (B)(6). Implant used at revision: tm buttress augment 54mm, 4 x 6.5mm screws and tmars cemented constrained liner 28 x 50mm. Date of revision surgery: (B)(6) 2017. Reason for revision: dislocation. Patient has had multiple revision surgeries left tha. Tmars cup cage construct insitu for previous surgeries. Implant discarded by hospital.